Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that immediately post implant of this aortic bioprosthetic valve, the valve had severe turbulent flow and a mean gradient of 35mm hg. The physician reported a good echocardiogram reading was difficult to obtain due to previous surgeries. The physician determined the gradient was too high and the severe turbulent flow was unacceptable. Therefore, a full root replacement was performed and a graft was implanted. The bioprosthetic valve remains implanted and no additional adverse patient effects were reported.